Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Patient could not increase amplitude level higher than 7.5 and was barely feeling stimulation. Patient was getting error message " setting not available, cannot provide your desired settings. Patient was advised to consult with doctor for more information. Health care professional reported their patient's pne leads were removed and the event was likely due to the lead migrating. There were no complications or that no further complications were reported.